Event description:
During transurethral resection of the prostate (turp), the plastic tip of the inner sheath of the resectoscope broke off into two pieces in the patient's bladder. Both pieces were successfully retrieved by the surgeon using the grasping forceps via the cystoscopy set. There was no harm to the patient.